Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the barbed suture was used. During surgery, it was found that the fixation tab had been broken. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/1/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample pertain to the product code sxpp1a401. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and one side of fixation tab was broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event.